Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device displayed error messages e-10 and e-7. The parents of the patient did not immediately notice the error messages and the infusion device did not deliver insulin to the patient. The blood glucose results were not provided. It is unknown what type of treatment was given to the patient at the hospital. The patient was hospitalized for 3 days. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The manufacturer¿s investigative unit observed damage to the up/down buttons as well as fluid residuals on the force sensor, which prevented the user from resolving the e7 electronic error.